Event description:
A physician attempted an arteriotomy closure using the starclose device. Post procedure, the vessel locator remained open. After the deployment of the starclose clip, the physician activated the safety release button, performed slight revolving movements and "cut a little of the skin" to retrieve the device. Closure was achieved with manual compression for one hour.

Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.